Manufacturer narrative:
There were no samples or images returned for review; however, a lot number was provided. A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, the complaint cannot be confirmed and a definite root cause and corrective action cannot be established. If the sample is returned at a future date, the complaint will be reopened for further evaluation.

Event description:
Both nnp and nurse caring for the infant had been in to check the PICC site and did not notice problems with the site/line, drsg dry and intact. During hourly checks, nurse found hub separated/snapped from line. Pressure applied to site, dressing intact with line visible and underneath. Nnp called to bedside. All of PICC line was accounted for.

Manufacturer narrative:
The product was returned for review. The tubing of the catheter had separated just below the inverted triangle portion of the overmolded extension set. A potential cause for catheter breakage is the application of excess tensile (pulling) force to the catheter. Such excess force can be related to catheter securement techniques, improper maintenance, or advancing/removing the catheter or stylet despite resistance. Additionally, the application of excess pressure can weaken the catheter tubing. This can happen as a result of flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.